Event description:
During rotation cuff repair, surgeon "drilled and tapped, and anchor broke midway upon insertion. He finished procedure with two more bio-corkscrews from same lot." This device is used for treatment.